Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *patient underwent essure confirmation test on unknown date. Concurrent conditions included uterine bleeding, bleeding genital and dysmenorrhoea. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine haemorrhage ("uterine bleeding/ excessive uterine bleeding "), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new pfs + mr received- new events added:abnormal bleeding (vaginal, menorrhagia) , apareunia (inability to have sexual intercourse) migraines/ headaches, ladder or urinary problems or changes, migraines / headaches,dysmenorrhea (cramping),dyspareunia, lower back pain, abdominal pain, uterine pain, excessive uterine bleeding were added. New reporters were added. Outcome of events pain from unknown to recovered/resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.